Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not come off of the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used during a colonoscopy procedure performed on may 21, 2024. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip did not come off of the catheter. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event.